Manufacturer narrative:
N/a.

Event description:
The following has been reported: there seems to be a lot of liquid left in the infusion bag at the end of the infusion bag. Normally, at the end of the infusion, we have just 25-30 ml left for rinsing. No alarm or error on it. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log history was not provided therefore no review could be performed. Investigation revision: following reception of service report this complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, the reported event reported event could not be reproduced. Based on available information, this complaint is considered as not valid with no issue. However, an air issue was found during the repairs, and a request has been made to open another complaint to deal with this issue. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.